Event description:
The family friend of a male, patient, contacted lifecor customer support in 2009, to report that the patient had passed away a week prior. She stated that the vest went to the funeral home with the patient. On three days after the original date, support spoke to the patient's mother who stated that the patient was home in bed. She stated that when she found him he was cold and the alarm was yelling "call ambulance". She stated the paramedics came, but it was too late.

Manufacturer narrative:
Device evaluation: the equipment has yet to be returned to lifecor. A supplemental report will be sent if the equipment is returned.